Event description:
It was reported that fluid would not flow through, and cannot be flushed in the bd maxguard¿ pressure rated extension set with y-site(s). The following information was provided by the initial reporter: customer received a maxguard extension set ref# mx5301 lot# 23039035 that "fluid won¿t flow through, and cannot be flushed"

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-jun-2023. H6: investigation summary one sample model mx5301, lot 23039035 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10 ml bd syringe filled with water and successfully flushed. No signs of excess solvent was observed at the joints of the set. The customer complaint that fluid would not flow through the set was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model mx5301 lot number 23039035 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that fluid would not flow through, and cannot be flushed in the bd maxguard¿ pressure rated extension set with y-site(s). The following information was provided by the initial reporter: customer received a maxguard extension set ref# mx5301 lot# 23039035 that "fluid won¿t flow through, and cannot be flushed."